Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 549 mg/dl. Programming was correct, but there were various "auto off" alarms that occurred 2-5 days before the event. Nothing further was reported.